Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-01824. It was reported that a guide wire fracture and vessel perforation occurred. The target lesion was located in a highly calcified mid to distal circumflex artery. A 330cm rotawire¿ and 1.25mm rotalink¿ plus were selected for treatment. During the procedure, rotablation was performed in the distal end of a stent; however, it was noted that the rotawire was fractured and the burr perforated the vessel. The perforation was sealed successfully; however, the fractured segment of the rotawire remained inside the vessel. No further patient complications reported.